Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 575 mg/dl. The customer reported having symptoms of muscle weakness, chest pains, nausea, and dizziness. The customer was not wearing the insulin pump for two days prior to the time of hospitalization. Troubleshooting was declined. No significant event leading up to the incident was mentioned.